Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. No pt injury was reported. The system operates as intended.

Event description:
The customer reported the system intermittently displayed generator errors. No pt injury was reported.